Event description:
It was reported there was a double beep with cassette during testing. There was no patient involvement or injury.

Manufacturer narrative:
Device evaluation: the device was was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Corrected data: d4: model num. H4: device manufacturing date 09/20/2010.